Event description:
According to the facility on (B)(6) 2024 "the manifold was being used to inject contrast into the coronary arteries of the patient". Per the facility "the syringe slipped off of the manifold on its own and was reattached".

Manufacturer narrative:
According to the facility on 03/12/24 "the manifold was being used to inject contrast into the coronary arteries of the patient". Per the facility "the syringe slipped off of the manifold on its own and was reattached". Per the facility "the syringe stayed on for a couple of injections and then popped off again this time during an injection and contrast sprayed all over the physician and myself". Per the facility there was no impact to the patient and a different syringe was used. No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.